Event description:
Follow-up identified the issue has resolved post-surgery. Stimulation was restored following the procedure.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported (B)(6) the patient experienced uncomfortable heating at the ipg site while charging the ipg. Subsequently, surgical intervention was undertaken to explant the ipg.

Event description:
Follow-up indicated the patient received a replacement ipg on the day of the explant. In addition, the health care provider has not received any further complaint from the patient after the procedure. The issue is considered resolved.